Event description:
It was reported that during a interventional procedure of the heavily calcified, tortuous, right coronary artery, using a radial approach and a balance middleweight (bmw) guide wire as a buddy wire, after successful deployment of 5 xience stents the bmw was sandwiched between the stents and the vessel wall. During removal of the bmw guide wire, the device separated and remained in the artery. An unspecified snare was used to remove the fragment without issue. There was no reported patient sequela. No additional information was provided..

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balance middleweight (bmw) guide wire noted blood and contrast on the core and coils which is consistent with the guide wire being used in the patient as reported. The tip was tugged on to confirm that the core and shaping ribbon were intact. Analysis confirmed the reported guide wire separation as the core was separated at the distal end of the hypotube. The separated portion was not returned. Scanning electron microscopy (sem) analysis of the guide wire suggests that the core revealed slight pitting on the detached end and larger corrosion pitting on the outer surface near the end. The inner surface of the hypotube revealed residue possibly adhesive. It was noted that there was no core visible in the hypotube at the separation indicating that the hypotube was not properly attached to the core. A hypotube being over pulled and possibly not enough adhesive from manufacturing could contribute to the reported core separation. In this case, the vessel was described as tortuous and the lesion was heavily calcified which could have contributed to the reported core separation. Reportedly, the guide wire was entrapped between the stents and the vessel wall which could have contributed to the separation. Analysis also noted stretched tip coils distal from the center solder for a length of 2 mm. There were offset and overlapping intermediate coils proximal to the center solder for a length of 2.2 cm. There were multiple bends and kinks in the core 4 cm distal to the proximal solder for a length of 9.5 cm. These noted damages are consistent with interaction with the lesion anatomy during the procedure as no damage was reported during inspection prior to use. The lot history record was reviewed. There are no non-conforming material records associated with this lot. Based on the sem analysis results, the reported guide wire core separation appears to be related to manufacturing. A query of the complaint handling database was performed and there were no other incidents reported for this lot.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.